Event description:
During product evaluation, failure code 500,320,844,0000 was found in the pump's event history. It is unknown when this failure code occurred of ir there was any patient injury or medical intervention necessary.

Manufacturer narrative:
CAPA mdq-CAPA-129 was opened on march 23, 2005.